Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto 3 system. There was a map shift. A map shift occurred during the procedure it was noticed while analyzing a ripple map in the area of the left atrial ridge. A new map was then created, and the map shift was noted at this time in comparison to the previous map. No errors were displayed on the carto 3 system. The metal values were within working limits. The c arm had been moved at some point to check the positioning of the esophageal probe, and the caller stated that xray is not usually used to check this probe. It was reported that the physician usually does not use fluoro at all for these ablation procedures. The approximate difference in catheter location before and after map shift was a couple centimeters. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. No patient consequences were reported. Map shift with no error message is MDR-reportable.

Manufacturer narrative:
On 4-aug-2022, the product investigation was completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto 3 system. There was a map shift. Device evaluation details: it was found that the reported map shift was caused due to patient movement. According to carto 3 instructions for use, (p.n. Ug-5400-0072h, rev. P02): "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." A manufacturing record evaluation was performed for the carto 3 system # 14113, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 1-feb-2023, bwi received additional information indicating that the device manufacture date (section h4) was 14-feb-2016. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).